Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "patient with diabetes was using freestyle libre 2 manufactured by abbott diabetes care inc. To monitor blood glucose level. Freestyle sensor gave off false low glucose readings indicated through its alarm system that the patient needed to address the hypoglycemia condition. The protocol is to take action quickly by taking quick fix foods. During the last six weeks patient has experienced 50 % failure of the libre 2 sensors. Other problems with this product include: contacting abbott to report failures. Abbott uses international call centers with staff that uses poor english and are difficult to understand. Poor telephone connection with background noise. Libre 2 sensors last for two weeks or 14 days. Some of the sensors stop working prior to the fourteen-day term. Abbott customer service suggested returning unused sensors that have the same "lot number" as the defective unit. The pharmacy refused this option." Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "patient with diabetes was using freestyle libre 2 manufactured by abbott diabetes care inc. To monitor blood glucose level. Freestyle sensor gave off false low glucose readings indicated through its alarm system that the patient needed to address the hypoglycemia condition. The protocol is to take action quickly by taking quick fix foods. During the last six weeks patient has experienced 50 % failure of the libre 2 sensors. Other problems with this product include: contacting abbott to report failures. Abbott uses international call centers with staff that uses poor english and are difficult to understand. Poor telephone connection with background noise. Libre 2 sensors last for two weeks or 14 days. Some of the sensors stop working prior to the fourteen-day term. Abbott customer service suggested returning unused sensors that have the same "lot number" as the defective unit. The pharmacy refused this option." Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "patient with diabetes was using freestyle libre 2 manufactured by abbott diabetes care inc. To monitor blood glucose level. Freestyle sensor gave off false low glucose readings indicated through its alarm system that the patient needed to address the hypoglycemia condition. The protocol is to take action quickly by taking quick fix foods. During the last six weeks patient has experienced 50 % failure of the libre 2 sensors. Other problems with this product include: contacting abbott to report failures. Abbott uses international call centers with staff that uses poor english and are difficult to understand. Poor telephone connection with background noise. Libre 2 sensors last for two weeks or 14 days. Some of the sensors stop working prior to the fourteen-day term. Abbott customer service suggested returning unused sensors that have the same "lot number" as the defective unit. The pharmacy refused this option." Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "patient with diabetes was using freestyle libre 2 manufactured by abbott diabetes care inc. To monitor blood glucose level. Freestyle sensor gave off false low glucose readings indicated through its alarm system that the patient needed to address the hypoglycemia condition. The protocol is to take action quickly by taking quick fix foods. During the last six weeks patient has experienced 50 % failure of the libre 2 sensors. Other problems with this product include: contacting abbott to report failures. Abbott uses international call centers with staff that uses poor english and are difficult to understand. Poor telephone connection with background noise. Libre 2 sensors last for two weeks or 14 days. Some of the sensors stop working prior to the fourteen-day term. Abbott customer service suggested returning unused sensors that have the same "lot number" as the defective unit. The pharmacy refused this option." Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "patient with diabetes was using freestyle libre 2 manufactured by abbott diabetes care inc. To monitor blood glucose level. Freestyle sensor gave off false low glucose readings indicated through its alarm system that the patient needed to address the hypoglycemia condition. The protocol is to take action quickly by taking quick fix foods. During the last six weeks patient has experienced 50 % failure of the libre 2 sensors. Other problems with this product include: contacting abbott to report failures. Abbott uses international call centers with staff that uses poor english and are difficult to understand. Poor telephone connection with background noise. Libre 2 sensors last for two weeks or 14 days. Some of the sensors stop working prior to the fourteen-day term. Abbott customer service suggested returning unused sensors that have the same "lot number" as the defective unit. The pharmacy refused this option." Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.